Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right ventricular (rv) lead exhibited inappropriate shock, due to noise over-sensing. Patient had experienced discomfort. Chest x-ray was performed and confirmed, rv lead dislodgement. Programming changes were made to deactivate therapies initially. And later the rv lead was explanted. Patient condition was stable.